Manufacturer narrative:
The reported condition of failure was confirmed, but not duplicated, and was found to be due to failure code 814:01 on channel a. Failure code 814:01 was caused by depleted main batteries. The main batteries and battery harness were replaced to correct the reported condition. (B)(4).

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). The device has been previously sent into service for the reported condition of undetermined failure code. (B)(4).

Event description:
The facility representative reported a colleague infusion pump with an unspecified failure. It is unknown when this event occurred. There was no report of patient involvement, injury, or medical intervention necessary. During review of the event history by baxter on february 15, 2011, it was determined that the reported condition occurred during delivery causing an interruption of delivery. This device utilizes user interface module master software version 5.03.00 categorized as unremediated. No additional information is available.